Manufacturer narrative:
A thorough investigation was performed which determined damage to the transducer tip was a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action. Philips field service engineer replaced the transducer to address the customer's immediate concerns.

Event description:
It was reported the c9-4v transducer had a fracture at the attachment point of the transducer tip. The transducer was associated with the affiniti 30 ultrasound system at the customer¿s site. There was no patient or user harm associated with this event. Philips field service engineer replaced the transducer to address the customer¿s immediate concerns.